Event description:
It was reported that during a atherectomy treatment procedure the catheter became stuck on a non-bsc guide wire. The target lesion was located in the severely calcified proximal superficial femoral artery. This 2.4mm jetstream® xc atherectomy catheter was advanced. It was noted that although the vessel was not tortuous, getting the device up and over was a challenge as it was very steep. Mid procedure the device became stuck on the non-bsc guide wire. Everything was removed from the patient. The procedure was completed with a balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).